Event description:
It is reported that the pt underwent additional surgery to retighten the screw and reinsert the migrated plug.

Manufacturer narrative:
This report will be amended when our investigation is complete.